Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 4 years from primary the surgeon revised the insert, implanting a thicker one, and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 january 2022: lot 168300. (B)(4). Expiration date: 2022-feb-06. No anomalies found related to the problem. (B)(4).